Event description:
It was reported that during an unknown procedure, the deployed clip was malformed. The device was retrieved from the patient at once and fired several times outside the patient, but some clips were unformed and scissoring also occurred. No clips fell into the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
A customer contacted beckman coulter inc (bci) regarding a false low sodium (na) result of 133mmol/l generated by the unicel dxc 800 pro synchron chemistry analyzer. The false low result was not reported outside of the laboratory. Rerun of the sample on an alternate instrument gave a higher result of 137mmol/l which was reported outside of the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
(B)(4). Empty the analysis results found that the device was received in good visual condition. 10 scissored clips were received; however, upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.